Manufacturer narrative:
(B)(4). Date sent 8/21/2024 d4 batch #673c70 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 1/3. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 673c70, and no non-conformances were identified. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: please provide more details about " knife moved but seemed to go back and forth at the root". =>the sales rep mentions that it is possible that the surgeon misinterpreted the vibration caused by the device's error as the knife moving back and forth at the root. Did the interstitial pneumonia was a result of the device or was it a previous patient condition?=>the interstitial pneumonia was a previous patient condition.

Event description:
It was reported that during a laparoscopic pneumonectomy, when echelon 3000 could be fired at lung parenchyma, the knife moved but seemed to go back and forth at the root. The doctor kept holding the firing trigger and could be improved. The manual override was used. The doctor had chosen the green cartridge because the lung was not a thick. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available. ·tissue was not separated and staples did not deploy. ·no bleeding or tissue damage. ·the home/knife reverse button was not pressed and a manual override was used. ·patient had interstitial pneumonia.